Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 5. The home patient (hp) was still connected and the supply bags were empty except for some solution in the heater bag. The technical service representative (tsr) asked if any bags had come undone and per the hp, no. The tsr explained the alarm and assisted to clear the alarm by turning the hc off/on. The hp would finish with a manual bag. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that the alarm was caused by a hole in the bag (no leak detected). The hole came from using a knife to open the packaging. New supplies were used to clear the alarm. The nurse was not contacted regarding the event, so baxter advised the patient to contact the nurse. No patient injury or medical intervention was reported.